Manufacturer narrative:
Event date: 6 months period, from march 01, 2019 and august 30, 2019. Literature article: manani, s., m., baretta, m., giuliani, a., virzi, g., m., martino, f., crepaldi, c., ronco, c. "Remote monitoring in peritoneal dialysis: benefits on clinical outcomes and on quality of life". Journal of nephrology. (2020) 33:1301¿1308. Https://doi.org/10.1007/s40620-020-00812-2. Received: 4 march 2020 / accepted: 18 july 2020 published online: 10 august 2020. The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed involving 73 automated peritoneal dialysis (pd) patients. An unspecified number of patients experienced fluid overload, edema and difficulty breathing. It was not reported what process step the events occurred. It was not reported if the patients were connected to the homechoice claria device at the time of the events. It was reported an unspecified number of patients required an urgent visit or hospitalization for the events. Treatment for the events was not reported. At the time of this report, the patient outcomes were not reported. No additional information is available.